Manufacturer narrative:
Pt identifier (B)(6) no longer applies to this event. Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as a stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen sintetica (2000 mcg/ml) at a dose of 495.7 mcg/day via an implantable pump. The indication for use was not provided. The hcp contacted the manufacturer representative to ask what service code 232 means. Photos of the tablet with the event logs and pump status were provided and showed that a motor stall occurred on (B)(6) 2019 at 10:04 with recovery on (B)(6) 2019 at 1:57, and then another motor stall occurred on (B)(6) 2019 at 2:27 with no recovery shown. Additional information received indicated that the pump was recovered on (B)(6) 2019 at 8:55. It was noted that the patient did not have an MRI (magnetic resonance imaging). The patient experienced slightly increased spasticity in the left leg. The pump was replaced on (B)(6) 2019. It was indicated that the pump would be returned. No further complications were reported or anticipated.